Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to turn on was due to a broken connector in the power supply unit (psu). The psu was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to power on. There was no patient injury reported as a result of this incident.